Manufacturer narrative:
The investigation for this event is in process. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Additional information: ice was applied to treat the burn during the procedure. Further treatment provided was dry dressing changes, and the patient would require surgery for a dermal allagraft with a wound vac placement. The patient self-treated daily changing the wound dressing. It was reported the patient is now doing fine and has resumed jogging.

Event description:
A territory manager reported an end user experienced an issue when using a starburst xl probe. 16 year old boy had an oo (osteoid osteoma) in his ankle. Used a dry starburst xl probe and rita rfa. Standard settings were used: 90 degrees for 5 minutes at default wattage of 150. Physician placed tip of probe into lesion. Within first minute we noticed skin burning. We paused and put ice on the skin, wiggled probe a bit, and then resumed. The rest of ablation seemed fine with no concerns other than a minor skin burn. But at pt's one month follow up, massive crater burn to the bone was visible. The patient was reported as stable and will remain under observation.

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
No rfa probe product returned was to angiodynamics for evaluation since there was no reported probe or generator malfunction during the procedure. The customer's reported complaint description cannot be confirmed for patient burn based on the nature of this serious adverse event (sae); no rfa probe sample was returned for evaluation since there was no reported probe or generator malfunction during the procedure. The root cause for the patient burn event could not be determined. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots was not performed since item numberis also unknown. Labeling review: the instructions for use, (16604121-01) which is supplied to the user with this catalog number, contains the following statements: "verify that each of the device temperature needles is functioning by holding the temperature needles between your sterile, gloved fingers. The temperature readings on the rf generator should increase within 30 seconds. If they do not, check connections and try again." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).